Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Four unused reciproc blue files 25mm were returned. Involved file that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1643332, #1643324, #1643329, #1643326 and #1643327). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files. Patient outcome is unknown as of this MDR. If any additional regarding patient outcome becomes available it will be submitted.

Event description:
In this event it was reported that a reciproc blue file broke during use. The outcome of the event is unknown as of this MDR evaluation.